Manufacturer narrative:
Analysis of programming history.

Event description:
While reviewing the programming history for the patient's vns generator it was noted that on (B)(6) 2007 a faulted diagnostics changed the settings to undesirable settings. On (B)(6) 2013 the patient was programmed at output current= 0 ma/ frequency= 30 hz/ pulse width= 500 usec/on time= 30 sec/off time= 180 min / magnet output current= 0 ma/ on time= 60 sec/ pulse width= 500 usec. Later a faulted system diagnostics caused the settings to change to output current= 1 ma/ frequency= 20 hz/ pulse width= 500 usec/on time= 30 sec/off time= 60 min / magnet output current= 1 ma/ on time= 30 sec/ pulse width= 500 usec.